Event description:
Reportedly, device was explanted due to heart failure. This was a triple bioprosthesis explant procedure. Tee indicated severe mitral regurgitation. Tee report recap for mitral device: mitral bioprosthesis is well-seated with thickened and restricted leaflets and a flail posterior leaflet. Severe regurgitation and moderate stenosis. Mean gradiet 28mmhg. Condition of prosthesis when removed: mildly calcified leaflets. Implant date: unknown. Explant date: 2009. See also hvt001282 and hvt001283. No other information provided. Requested cd copy of echo, operative report and additional information regarding implants. Devices to be returned for evaluation. The device history record (DHR) review is in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Device evaluation: heavy calcification is evident in the cusp area of leaflets 1 and 2, and moderate in the cusp of 3. At the free margins, calcification is moderate at leaflet 2 and minimal at leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. A tear at leaflet 2 measures to approximately 8mm at the free margin of into the cusp area; calcification is detected in the described region. Host tissue overgrowth is minimal to moderate at the tissue outflow. It encroached onto the tissue and into the orifice by the greatest distance of 4mm. Thin layer of host tissue covered most of leaflet 1 at the inflow aspect. Moderate host tissue overgrowth is evident at the stent inflow and the stent outflow. Hematoma is detected in the cusp area of leaflet 2. The x-ray demonstrates calcification. Customer letter which included evaluation and DHR results sent.

Manufacturer narrative:
On 06/11/2009, requested information regarding return of the product and was informed that our office was having difficulty with the shipment to switzerland, but this should be resolved shortly. Despite having been advised that the device will be returned, at 07/10/2009, no device has been received for evaluation. This cer will be reopened and updated in the event that the device is received. All relevant tasks relating to the evaluation and notification to the customer will be reopened and handled as appropriate. This was determined to be reportable per edwards lifesciences procedures.